Manufacturer narrative:
This device was custom fabricated on the signed prescription of a licensed dentist for the continue use by a single pt. The device is intended to be monitored regularly by the prescribing dentist according to the pt's individual needs. Evaluation summary: accutech custom fabricates the tap 3 appliance only on the written prescription of a dental professional. We manufacture the tap 3 appliance under the umbrella of the PMA 510(k) # k062951 of airway management, inc. Who sells us lot numbered packages which contain all the parts necessary to custom assemble the tap 3 appliance. Before entering into our agreement with airway management, inc. We were required to fabricate a test case of the tap 3 appliance and submit it to airway management, inc. For evaluation. Upon evaluation of the appliance in question, we found the appliance to be fabricated to the design controls and parameters provided by airway management, inc. In spite of this the metal plate which receives the hook did dislodge from the appliance and was swallowed by the pt.

Event description:
Accutech was contacted by the prescribing dentist who informed us that the metal plate dislodged from the appliance and the pt swallowed it and the pt later passed the metal plate.